Event description:
It was reported that balloon rupture occurred. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the first inflation at 11 atmospheres, the balloon ruptured and a balloon pinhole was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was 70% stenosed, mildy calcified and moderately tortuous.

Manufacturer narrative:
Initial reporter facility name: no.1 (B)(4). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning at the proximal edge of the proximal markerband and extending approximately 29mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were noted with the device during analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the first inflation at 11 atmospheres, the balloon ruptured and a balloon pinhole was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.